Event description:
It was reported that when the patient blows up the balloon, the foley catheter was broken.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was initially reported in error, since the alleged device is not sold by bd. The device was not returned

Event description:
It was reported that when the patient blows up the balloon, the foley catheter was broken.